Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they have not used their device in probably like 5 years because it never worked correctly but now, they are needing an MRI of the brain and cannot recharge the ins. Pt said they only used the ins for a few months. When asked to clarify "never worked correctly" - patient stated it would take hours and hours to get it to maybe like 40% charged and then it would drain down no matter what they had it set on and then could not get it recharged at all. Patient said they had a new charger sent to them and that didn't fix the problem either as it would not recognize the ins (see pe (B)(4)). Agent asked when the issue with the charger started and patient said they thought it was right away because they thought that was normal how long it took the ins to charge. Pt reported they thought the ins never really helped with their pain so they stopped using it. Pt mentioned that the therapy was "ok" but not worth it for how long it took to recharge the ins. Patient did not have all the external equipment with at time of call and will reach back out when they are prepared for troubleshooting. (B)(6) 2026: patient called back and repeated previously documented information. Patient connected the recharger and then patient unlocked the controller; controller showed no device found then implant went into passive recharge mode with numbers 85-99-99. After a couple minutes, controller showed 80% and implant red recharging with excellent quality. Agent reviewed with patient to charge their implant and then they'll be able to enter MRI mode. Agent reviewed with patient how to enter MRI mode with their controller. Patient will monitor and call back if further assistance is needed. The troubleshooting steps taken on call resolved the issue. 2026-mar-04: additional information was received from the patient (pt). The patient was not redirected to the physician. Steps were taken to get the implant to charge up enough to put in MRI mode. It still did not charge correctly even after the phone call. The patient hoped to eventually get it removed, but that would cost them thousands of dollars. It took over one hour to get the implant to 40% and almost completely depleted the charger. Usually it would never go past the 40% and then dies very quickly on the lowest setting. Upon charging it the other day, it felt like it was shocking the patient, a biting feeling where the battery implant was. The patient expressed dissatisfaction with the device.

Manufacturer narrative:
Correction to previous regulatory report: f15 now added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.